Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion breaching the outer insulation at 9.5 cm -10.3 cm from the distal tip. Abrasions were consistent with constant exposure to constant friction against another implantable device or feature of the heart. This was most likely the cause of the complaint reported from the field. (B)(4).

Event description:
It was reported that the patient presented in clinic feeling presyncopal, upon interrogation, the right ventricular lead exhibited oversensing. A chest x-ray confirmed that the lead was not dislodged and was in the right position. The lead was explanted.